Event description:
Customer reported unregulated flow of oxytocin. The user reported the pump was alarming "air". The user removed the tubing from the pump (without closing the roller clamp). Shortly after the tubing was removed from the pump, the obstetrician noted significant fetal bradycardia which required intervention and the baby was delivered immediately. It was when the pt had a tetanic contraction that the unregulated flow of the oxytocin was noted. No lasting adverse effect on the mother or baby was reported. The user reported "the oxytocin infusion had been running as the free-flow mechanism had not closed when the tubing had been removed from the pump. The roller clamp had not been closed prior to tubing removal."

Manufacturer narrative:
(B)(4). Facility indicated the set was discarded and not available for evaluation. The lot number was not identified, therefore, lot history record review could not be performed.